Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative regarding a patient implanted for other chronic/intract pain (trunk/limbs). The hcp reported that the patient¿s system is to be explanted on (B)(6) 2018. They indicated that the patient has gotten minimal relief from the device, thus has not used it for quite some time. No troubleshooting was done. The physician is planning on doing a fusion on the patient. No further complications were reported or anticipated.